Event description:
The customer reported that no image was viewable on the left monitor and the system had to be rebooted twice to correct the problem. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.